Event description:
As it was reported by an affiliate, during a ptca procedure, the delivery system of the sakura dura star (3.00 x 10) got kink. The device was bending at the lumen, which as per the affiliate cracked the device. The difficulty occurred before inflating the balloon. There was no adverse event to the patient reported. The product was return for analysis, which found no cracks on the device.

Manufacturer narrative:
Complaint conclusion: as it was reported by an affiliate, during a ptca procedure, the delivery system of the sakura dura star (3.00 x 10) got kink. The device was bending at the lumen, which as per the affiliate cracked the device. The difficulty occurred before inflating the balloon. There was no adverse event to the patient reported. The product was return for analysis, which found no cracks on the device. Multiple attempts to clarify the events were unsuccessful. One non-sterile sakura dura star, 3.00 x 10 was received coiled inside a plastic bag. Residues of inflation medium were observed. Kinks were observed at 31.5cm, 32.5cm, 130cm and 130.5cm from hub. No cracks were found. Balloon was already inflated. No other anomalies were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure 'cracked-in patient' reported by the customer was not confirmed; since no cracks were fund during visual analysis. The failure 'kinked/bent-in patient' reported was confirmed; the exact cause of the damage could not be conclusively determined. During the manufacturing process controls are in place to detect this kind of issues. Neither the DHR review nor the product analysis suggests that the failure is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken.

Manufacturer narrative:
Additional information will be submitted within 30 days upon receipt. One non sterile sakura dura star, 3.00 x 10 was received coiled inside a plastic bag. Residues of inflation medium were observed. Kinks were observed at 31.5cm, 32.5cm, 130cm and 130.5cm from hub. No cracks were found. Balloon was already inflated. No other anomalies were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure "cracked-in patient" reported by the customer was not confirmed; since no cracks were fund during visual analysis. The failure "kinked/bent-in patient" reported was confirmed; the exact cause of the damage could not be conclusively determined. During the manufacturing process controls are in place (according to the ppe 10768390 rev 15) to detect this kind of issues. Neither the DHR review nor the product analysis suggests that the failure is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken.